Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 30mg/dl and couldn't get that back up above 80mg/dl. Customer treated with juice. Customer did not wish to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.